Manufacturer narrative:
A field service engineer was dispatched to the customer site. The oil return hose was replaced to resolve the vapor/haze issue. Unit meets specifications and was returned to service. Asp complaint ref #: (B)(4).

Event description:
A customer reported an event of vapor/haze emitting from the sterrad® 100s sterilizer. There was no report of any injuries or human reactions. The customer was advised to power down the unit and refrain from use, and evacuate and ventilate the room per their facility's procedure. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
Health professional? Correction: from no to yes. Asp investigation summary: the investigation included a review of the device history record (DHR), trending analysis of the vapor/haze issue, and system risk analysis (sra). The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. Trending analysis of the vapor/haze issue was reviewed within the past six months and no significant trend was observed. The sra shows the risk for exposure to toxic or corrosive material to be "low." The part was not available for return since it was saturated in oil. The assignable cause of the vapor/haze issue is the oil return hose. The field service engineer replaced this part and confirmed the sterrad® 100s was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue. Asp complaint ref #: (B)(4).